Event description:
Customer reported experiencing a tandem mobi cartridge alarm during the cartridge loading process, which has occurred previously with consecutive cartridges. There was no adverse impact on the customer¿s blood glucose level. Despite following instructions to troubleshoot the issue, the alarm persisted, requiring intervention. Technical support decided to replace both the pump and the original cartridge. The replacement pump was sent to the customer, who will use multiple daily injections as a backup therapy. The customer was instructed to return the faulty pump and had acknowledged understanding of how to manage the pump replacement process, including programming settings and connecting the cgm to the new pump.